Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000093-2007-02304. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 90% stenosed lesion being treated was located in the moderately calcified, moderately tortuous left anterior descending (lad) artery. Two non-bsc stents were placed in the right coronary artery (rca). The lad lesion was predilated with a 2.5x15 mm nc mercury balloon, inflated 4 times to 20-24 atms for 5-10 seconds. Ivus was performed. Then the physician placed 2.5x20 mm taxus express2 drug eluting stent, inflated to 10 atms for 10 seconds, and post dilated with the stent delivery balloon (sds) to 20 atms for 10 seconds. Two additional dilatations to the 2.50x20 mm taxus stents were done with a 3.5x15 mm quantum maverick balloon, inflated to 16-18 atms for 10 seconds. Ivus was performed. A 3.00x28mm taxus express2 drug eluting stent was placed in the proximal lad overlapping the 2.50x20 mm taxus, inflated to 14 atms for 10 seconds. Ivus confirmed the taxus stents were well deployed. Finally, the 3.00x28 mm taxus stent was post dilated with a 3.5x15 mm quantum maverick balloon, inflated to 22 atms for 10 seconds. The patient was kept on a respirator during the procedure. Medications given: panaldine, aspirin, ticlopidine, cilotazol, and heparin. Five days post, the placement of the two taxus stents, the patient was being weaned from ventilator support when he developed pneumonia. The patient experienced difficulty breathing. Angiography identified thrombus in the overlapping portion of the taxus stents. The "thrombus like" blood platelet was aspirated, but blood flow did not improve. The lesion was dilated three times with a non-bsc balloon, inflating to 6-16 atms for 5 seconds. Ivus was performed. A non-bsc filterwire was used to protect the distal side. Then three additional dilations were made with a 3.5x15 mm non-bsc balloon, inflated to 14-22 atms for 10-15 seconds. The blood flow improved. However, the thrombus remained and spattered to distal of the lesion. Ivus was performed. The patient's heart failure did not improve. Patient status reported as "stable".